Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead. It was also noted that the ICD had detected ventricular tachycardia (vt), delivered anti-tachycardia pacing (atp ) and shocked the patient numerous times. It was suspected that the rhythm was actually atrial fibrillation (af) with rapid ventricular response, therefore the therapy was inappropriate. The spouse of the patient later reported that the patient had continued to be shocked, and that the shocks had ¿knocked out his [ICD] settings completely. The caller was also concerned as  the patient had a fluctuating heart rate, from bradycardia to tachycardia, and fluctuating high blood pressure which the caller believed may be related to the ICD system. The ICD was reprogrammed and the lead remain in use. No further patient complications have been reported as a result of this event.